Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient's device is not working. She could not get it connected. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID tm90g0 lot# serial# unknown implanted: explanted: product type accessory h.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient has had a continuation of her accidents since implant. The patient said that she had a couple of accidents here and there and would like to increase stimulation to see if that would help with her issues. Patient services reviewed the information. The caller had a hard time connecting to her settings because she kept putting the handset over her ins instead of the communicator. The caller also mentioned that she is "real fat" and had a hard time locating the ins. The caller was successfully able to connect once to her therapy settings at 1.3v. During the call after several attempts of reviewing which equipment should be where, the call received the communicator low battery message. The caller had a hard time following instructions. Patient services recommended to charge the external equipment and call back to review on how to increase stim. No further patient complications are anticipated or expected as a result of this event ***this event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.***